Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.